Manufacturer narrative:
The actual device involved in this incident has been returned to baxter, but was not evaluated yet. The mfg facility has been made aware of this report. An investigation still pending. Baxter is monitoring issues like this. Should significant info becomes available, a follow up report will be submitted.

Event description:
A customer contacted baxter's technical service center requesting assistance with doing a manual drain during dwell. The technical service rep (tsr) assisted the home pt to do a manual drain and took out 2500 ml (pt's fill volume is 2500 ml). Home pt is a first time user and was unable to breathe. The home pt was advised to contact the nurse and let her know for this issue. During a follow up call, the nurse reported that the cause of the difficulty breathing was the pt's "overindulgence in food and liquid". The pt went to the clinic following his call to baxter and had a hemodialysis treatment to relieve excess fluid retention (nurse did not have uf numbers available). Treatment with oxygen was not needed for the pt. The nurse did not want to have the pt return the homechoice for evaluation, since there was no malfunction suspected to have contributed to this event.